Manufacturer narrative:
The high-resolution stereo viewer (hrsv) monitor was installed and tested on the printed circuit assembly (pca) test system. The hrsv monitor powered on showing a blank screen. The system logs showed no data or evidence of the fault. Upon visual inspection no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault on a component or module within the reported hrsv.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. The probable root cause cannot be determined based on the information provided. Since the product analysis is not complete and the log review was inconclusive, the reported event was unable to be confirmed or replicated. Image(s) and/or video clip(s) associated with this reported event were not submitted for review.

Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure that one of the eyes was not working on the primary surgeon side console (ssc 1). The system was set up as a dual console system. There were no issues with ssc 2, nor any related errors in the system logs. The intuitive technical support engineer (tse) suggested a hard power cycle of ssc1. The user opted not to perform the power cycle and would perform it after the case. The issue was escalated to intuitive field service. The procedure was being completed as planned, with no reports of patient injury.